Manufacturer narrative:
(B)(6). The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration..

Event description:
A healthcare professional reported pain and silicone in the left armpit. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported pronounced fibrosing, xanthomatous inflammation in sparsely lymphatic parenchyma, consistent with pronounced silicone lymphadenopathy. Device has been explanted and replaced.

Event description:
A healthcare professional reported pain and silicone in the left armpit. The device remains implanted.

Event description:
A healthcare professional reported pain and silicone in the left armpit. Healthcare professional additionally reported pronounced fibrosing, xanthomatous inflammation in sparsely lymphatic parenchyma, consistent with pronounced silicone lymphadenopathy. Patient reported "implants were broken". Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device.

Event description:
Patient reported "implants...were broken".